Event description:
Suture breakage post op: customer stated four days post-op the pt had to go back to the or due to suture breakage. It was noted the suture broke in the middle of a continuous stitch.